Manufacturer narrative:
Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. It was also reported right atrial (ra) lead exhibited diminished sensing while the right ventricular (rv) lead had an increase in threshold. The lv, ra, and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient died two days later.